Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and performed within specification.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) was not working properly. Doctors and nurses performed troubleshooting techniques but it did not work as expected. Tests showed that when the pump was pressed it was squeezed (dimpled). Therefore, the pump was removed and replaced. The device was tested several times after surgery to complete the operation. The patient was retrained with the procedure for using the pump. The patient had a good outcome following the procedure.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) was not working properly. Doctors and nurses performed troubleshooting techniques but it did not work as expected. Tests showed that when the pump was pressed it was squeezed (dimpled). Therefore, the pump was removed and replaced. The device was tested several times after surgery to complete the operation. The patient was retrained with the procedure for using the pump. The patient had a good outcome following the procedure.